Event description:
Lens cracked during insertion with the passport ii. The doctor decided to leave the lens implanted. At the one-week postoperative visit the lens was observed to be split. The doctor explanted the lens.